Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The death occurred during a non-baxter clinical study initiated by a physician. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as unknown. Treatment was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: (B)(4). The date of the event is unknown. The study start date: 12jan2011. The study completion date: 12jan2013. Study type: observational, investigator initiated. Study investigator: yang lin, three gorges university, first clinical medical college, china. Should additional relevant information become available, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.